Manufacturer narrative:
(B)(4). Due to lack of information, including identification of the relevant strattice lot and other relevant clinical details, a relationship to strattice was not confirmed. Multiple attempts are being made to gather additional clinical information from the surgeon including relevant lot number information. Should additional information be reported, a follow up adverse event report will be submitted. Lifecell reports the event in an abundance of caution. Device not returned for evaluation.

Event description:
It was reported to lifecell that a (B)(6) female patient underwent bilateral mastectomy and immediate breast reconstruction with 320 cc breast implants. One side was reconstructed as post cancer treatment and the other side was reconstructed prophylactically. This was a complex case where the devices were partial sub pectoral and where a vicryl mesh was used to stabilize the pectoralis major muscle. Three months later, the patient was returned to the operating room (or) for larger implants. The patient's breast was ptotic due to thin skin. The surgeon placed strattice in the medial upper outer aspects of both breasts to reduce rippling and thicken the soft tissues. The strattice did not overlap. The 425 cc implants were also placed. Three months later, the patient was returned to the or due to persistent thin skin. So, the surgeon placed more strattice below the nipple and along the lower pole. The non-cancerous side broke down slowly. Six weeks later the patient presented with changes only to the left breast that appeared to be a hypervascularity response like "spiders, and venostasis-like varicose veins with many visible blood vessels." The skin also looked very thin and wrinkled but with no infection. Eventually, the skin thinned out and strattice was exposed through a hole with no infection. The surgeon cut the skin and closed the hole, but it seems like the skin continued to break down. This eventually progressed to skin necrosis. The surgeon returned the patient to the or for debridement and noticed that some of the strattice was not adhered. The strattice was partially removed and a tissue expander was placed. The skin was closed with nylon. This past weekend, the patient presented with drainage on the left. Cultures were obtained demonstrating elevated eosinophils and no organisms. He returned to the or again and removed everything including the tissue expander and all the remaining strattice and vicryl mesh that had incorporated. (Specific dates of the event relevant to this report were not provided)